Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 500 mg/dl at the time of the hospitalization. The customer also reported that she experienced headache, nausea and was throwing up. The time of the hospitalization was 6apm and the date of the hospitalization was (B)(6) 2015. The customer stated that she was not wearing the insulin pump at the time of hospitalization. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.